Manufacturer narrative:
The device and log files were not available for evaluation. The available information does not indicate that there was a device malfunction. The center nurse reported that the cause of death was related to a cardiac event. The nxstage system one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Possible harmful conditions include, but are not limited to venous disconnects, inadvertent fluid administration, or excessive ultrafiltration. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received of an (B)(6) year-old male patient, experiencing confusion related to his comorbidities, who removed the venous and arterial needles during hemodialysis therapy. He sustained an unknown amount of blood loss. The patient was hospitalized on (B)(6) 2016. The patient had a do not resuscitate (dnr) order, was given palliative care and expired 2 days later on (B)(6) 2016.